Event description:
The company was informed that the pt's implant site became infected with presence of pus. The pt was reportedly prescribed antibiotics (type and duration unk), however this did not resolve the issue. The pt's device was explanted. Re-implantation will be reconsidered at a later date. Advanced bionics is in the process of gathering more info. Once more info is rec'd a supplemental report will be submitted.